Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate 3 lvas. The pump was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing and the distal end of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was not returned. The cuff lock was returned partially engaged. The interior textured surface of the inflow cannula revealed loose collagen islands. These depositions were adhered to the textured surface but were not well-structured and did not appear to obstruct the flow of blood. The depositions were soft and a direct correlation between this finding and the reported elevated ldh could not be conclusively established through this evaluation. No depositions were observed at the proximal end of the inflow cannula. Examination of the remaining blood-contacting surfaces upon disassembly of the pump revealed no additional developed depositions or thrombus formations. The retrieved log files appeared to capture the device functioning as intended before the date of explant, 29jun2019. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists hemolysis and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Approximate age of device, 1 month, 9 days. The explanted device was returned for analysis. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was explanted due to routine transplant and the pump will be returned for evaluation. It was noted at time of transplant that the patient had developed with a left ventricular thrombus or a pannus had grown up and over the inflow cannula. It was reported the patient did have a rising lactate dehydrogenase (ldh) and plasma free hemoglobin, however was asymptomatic and pump parameters remained stable and unchanged.